Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received questionable elecsys lh assay and elecsys estradiol iii assay results for one patient sample. Of the data provided, only the estradiol results were a reportable malfunction. The initial result was <5.00 pg/ml with a data flag and was reported outside the laboratory. The doctor complained because the result did not correlate with the patient's medical history. The doctor requested repeat testing. On (B)(6) 2016, the sample was repeated and the result was 2234 pg/ml. The patient did not receive any treatment and was not adversely affected the reagent lot number was 173998. The expiration date was requested but was not provided.

Manufacturer narrative:
A specific root cause could not be determined. The most likely root cause was poor sample quality such as clots or fibrin from preanalytic issues which causes a risk for mispipetting of the sample. Another possible cause was insufficient maintenance of the analyzer. Based on the provided calibration and qc data, a general reagent issue could most likely be excluded.